Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir was leaking. Customer was unsure if leak was past first or second o ring. No harm requiring medical intervention was reported. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open or used reservoir. Performed pre-fill reservoir test per (B)(4). Found no air bubbles anomaly during analysis. Checked o-rings or stopper groove for defects and none were found. Conclusion: no air bubbles when plunger was disconnected from reservoir, performed manual test per (B)(4) and found plunger torque test result is within acceptance criteria. Also ran basal, bolus leaking test per (B)(4) as follows: installed reservoir and connector into a paradigm pump. Conclusion: reservoir no air bubbles and not leak. (B)(4).